Event description:
During index procedure, the patient had two endeavor mx stents implanted, one in the lad and one in the r-pda. It is reported that approximately 19 months post index procedure, the patient expired. The patient had complained of respiratory failure prior to the patients death but the cause of death is unknown.

Event description:
It is reported that the cause of death is respiratory failure.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).